Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant was placed, the implant had lost osseointegration in type iii bone. A prosthesis was not placed and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant was placed, the implant had lost osseointegration in type iii bone. A prosthesis was not placed and the site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.